Event description:
It was reported that the right atrial and ventricular leads "failed." The failures were later clarified; the right atrial lead was oversensing and had low impedance and the right ventricular lead had undefined impedance (greater than 9999 ohms.) It was later noted through the review of clinical data that ventricular high rate (vhr) episodes were captured with short v-v intervals. Also, the device had a power on reset (por). The leads were capped and replaced and the device was replaced due to battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).